Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl and the cause was not known. An insulin injection of fiasp was administered. The pump supplies were changed and bg was 450 mg/dl. Tandem technical support (cts) reviewed the pump data with the customer and the bolus/basal were found to be correct. A pump system check was performed and no device issues were identified. Upon follow up, after an injection of humalog, bg lowered to 122 mg/dl.